Manufacturer narrative:
The previous driveline infection was reported under MFR. Report # 2916596-2019-03229. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for observation with an infectious disease (ID) consult for increased driveline drainage. This patient had a known chronic driveline infection and was maintained on docycycline. Patient started on vancomycin (vanco) / zosyn in emergency department (ed) and stopped doxycycline. ID consult recommended the following: the driveline site itself did not show signs of overt infection and the adjacent abrasion appeared to be healing. Based on clinical stability and no systemic signs of infection, it would be reasonable to deescalate antibiotics to home doxycycline. Wound culture grew gram positive rod, which is suspected to be the same infection of corynebacterium. Blood cultures were obtained with no growth to date. The patient was discharged home on (B)(6) 2019 afebrile on doxycycline 100 mg orally twice a day per ID recommendation. No further information was provided.